Event description:
It was reported that a failure to interrogate due to no radiofrequency (rf) telemetry had been observed on the implantable cardioverter defibrillator (ICD). It was noted that this had been an ongoing issue post magnetic resonance imaging (MRI). Interrogation with wand only was successful. The clinician opted to continue monitoring the ICD without rf telemetry and use wand only. There were no reported patient consequences.